Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. There is buckling on the guidewire lumen at 30mm and 58mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation issues occurred. Following stent deployment, a 2.00mm x 20mm emerge balloon catheter advanced for post-dilatation and inflated at 16 atmospheres. However, upon deflation, balloon failed to deflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon deflation issues occurred. Following stent deployment, a 2.00mm x 20mm emerge balloon catheter advanced for post-dilatation and inflated at 16 atmospheres. However, upon deflation, balloon failed to deflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.